Event description:
It was reported that a critical alarm due to ¿reset occurred ¿ low battery¿ occurred and was confirmed by telemetry. Pump logs showed that the error message occurred on 2013 (B)(6) and again on 2013 (B)(6). The patient had been hearing the alarm for the past 2 weeks prior to the report. The pump was last refilled on 2013 (B)(6) and that update was the last event prior to the reset and low battery messages. Pump logs also showed that safe state occurred on 2013 (B)(6). The patient reportedly experienced withdrawal the week prior to the report after the pump alarmed. The device system delivered dilaudid and bupivacaine, currently at minimum rate. It was later reported that the patient was to be scheduled for pump replacement. It was unknown how the patient was doing or if they were receiving effective therapy. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the device was returned to manufacturer. There was no patient injury or death related to the device. Patient status was noted as recovered without sequel. There was no rotor or dye study performed. It was further noted that ¿records show that the pump was sold to hospital but that pump was not registered,¿ it was unclear what was meant by that.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed reservoir access issues of the pump fluid path due to residue during or after internal decontamination. After the decontamination process it was not possible to fill or aspirate the reservoir. Analysis also found a pump motor feedthru anomaly involving shorting across the insulator; m1 was found to be shorted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.